Event description:
It was reported that the pt suffers from tinnitus and headache for approximately one month. Since then she has decreased speech understanding and hears sounds. These sounds are audible with and without the audio processor, but with the audio processor they are amplified.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.